Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are not working properly. Verbatim: morning, (patient) called in just now to the distributor team as she is having issues with pen needles ultrafine not working properly. The only number she could provide off the box was 08290-3201-22. She does not have an email, only a phone number which I confirmed. When I attempted to transfer it went to voicemail so I let her know I would email the information over for someone to contact her. Thank you,".

Manufacturer narrative:
B5: describe event or problem: it was reported that a pen ndl 32g 4mm 100bx 1200 USA was difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are not working properly. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA was difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needles are not working properly.